Event description:
The patient underwent the coil embolization of a ruptured anterior communicating artery (aca) aneurysm. Two days post procedure, the patient suffered a vasospasm in the aca. The following day, the patient experienced experienced right hemiparesis and aphasia due to an ischemic stroke that the site reports to be "probably consequence of vasospasm of right aca." The patient was given medication (type and dose were not disclosed) and hospitalized to treat the complications. The physician considered the stroke to be resolved with the residual effects of right hemiparesis and aphasia seven days post procedure.

Event description:
The patient underwent the coil embolization of a ruptured anterior communicating artery (aca) aneurysm. Two days post procedure; the patient suffered a vasospasm in the aca. The following day, the patient experienced right hemiparesis and aphasia due to an ischemic stroke that the site reports to be "probably consequence of vasospasm of right aca." The patient was given medication (type and dose were not disclosed) and hospitalized to treat the complications. The physician considered the stroke to be resolved with the residual effects of right hemiparesis and aphasia seven days post procedure.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.